Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) performed a transfer head fluid sensor check, cleaned the water container, performed a fluid system prime, and checked the probe washing functions. The fse also observed that the sample tubes used by the customer had gel that was not consistent and stuck to the inner tube walls. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas c 111 analyzer. The initial glucose result of 536.54 mg/dl. The sample was repeated twice and the results were 273.71 mg/dl and 272.79 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.